Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reset after changing the battery and was asking to go through set up. The alarm history was checked and it showed 2 unexpected restart and 2 external ram error alarms. Blood glucose value was 144 mg/dl. Customer stated the insulin pump was not stored or not in use for an extended period of time. Troubleshooting was done and customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and a21 error test. No a21 alarm and no a17 alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.